Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The first sample initially resulted with a troponin t value of 0.021 ng/ml which was reported outside of the laboratory to the patient. The sample was repeated, resulting as 0.006 ng/ml. The repeat result was believed to be correct and a corrected report was issued. The second sample, from a (B)(6) female patient, initially resulted with a troponin t value of 0.017 ng/ml. The sample was repeated, resulting as 0.056 ng/ml. The customer believed that the 0.056 ng/ml value was incorrect and noticed that there was foam in the reagent pack after this measurement. The sample was repeated a second time, resulting as 0.016 ng/ml. The 0.016 ng/ml value was reported outside of the laboratory to the patient. The erroneous value for this sample was not reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The troponin t reagent lot number was 267654. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing on the analyzer.